Event description:
The customer reported that the clear insulation tore during the procedure. It was reported that nothing fell into the patient cavity. The device was returned and it was noticed that part of the insulation was missing and not returned. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.